Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: the reported damage to the outer silicone jacket of the external portion of the patient¿s driveline could not be confirmed as no product was returned for evaluation and no images were submitted by the account. Review of the log file provided by the account revealed no atypical events or alarms associated with the lvad or driveline. The patient remains ongoing on heartmate ii lvas and no further events have been reported at this time. The heartmate ii lvas IFU and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient had large torn areas of the silicone of the driveline. The driveline was repaired with rescue tape.